Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, headaches, extreme thirst, nausea and vomiting. The customer stated that her blood glucose levels were greater than 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the wrong basal rates. Assisted the customer with the correct basal rate settings. The customer stated that she is sure that her doctor had not made any changes to her basal rates since her last visit. The insulin pump passed the prime and high pressure tests. Nothing further was reported.